Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 47 mg/dl at the time of incident and current blood glucose value was 101 mg/dl. Customer's other blood glucose level went down from 261 mg/dl to 173 mg/dl. Customer reported that they allege insulin pump was over delivering. Customer reported that main menu, up and down arrows buttons were not responding. Customer reported that the screen was frozen unable to navigate the insulin pump. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the buttons were responding. Customer reported that auto mode feature was not active at time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.